Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a sacroiliac and thoracolumbar procedure, the clinical specialist noticed the tip of the thoracic probe was slightly twisted. The surgeon did not see a difference in terms of navigation accuracy and continued with the instrument. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: device lot number provided. The probe was returned to the manufacturer for evaluation. Testing found that the probe was severly bent, rendering functional testing not possible. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.